Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and gall bladder issues. Customer stated that he could not stop vomiting and the paramedics were called and was taken to the hospital. Customer was hospitalized for 6 days. Customer stated he drank some alcohol and when he began vomiting he thought it was from the alcohol. Blood glucose value was over 400 mg/dl. Customer confirmed it was not an issue related to the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.